Event description:
A customer reported that during a procedure, the tip of the sleeve tore while in the pt's eye. The broken piece of sleeve was removed from the eye during the initial procedure. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).